Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with unspecified intravenous antibiotics (dose, frequency, and duration not provided) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remained hospitalized, antibiotic therapy remained ongoing, and the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.